Manufacturer narrative:
The device was received by resmed and an evaluation confirmed the complaint. The top case and main circuit board were replaced to resolve the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported defective touchscreen was due to contamination of the device touchscreen. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device main circuit board had a leaky super capacitor and a defective touchscreen. There was no patient harm or serious injury reported as a result of this incident.